Event description:
Report received from international affiliate that states: "user informed that in a plan of 24 hours, pump advanced 1 hour 30 minutes." Clarification from the affiliate indicated the pump was set to infuse a 1000 ml container of "isofran" at 41 ml/hr via primary line and a 500 ml container of "clorone" at 21 ml/hr. The infusion completed after 1 hour 30 minutes. "No side effect was experienced/reported." No further info is available.